Manufacturer narrative:
Review of the manufacturing records of the involved lots was performed and indicated that they were manufactured in accordance with company specifications without deviations. It should be noted that the patient's weight was 150kg with a bmi above 40; this bmi is a contraindication of the tops system. The explants were not available for examination and no other information was obtained. Photos of the removed tops indicate wear. As in other orthopedic spine implants, a certain rate of failures that are related to patient anatomy, progress of degenerative disease, surgical technique and other relevant factors and/or their combination, are expected. The rate of revisions for the tops system with or without versalink is lower than the reported rates in the literature for similar systems.

Event description:
The company was informed of a revision case of the tops system with versalink in the UK. The original procedure was performed on (B)(6) 2021. On (B)(6) 2025, the tops motion implant and versalink rods were removed and replaced with new implants in a revision surgery. The explants were not returned for investigation.